Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, periodontal disease. When inserting the crown, there was probably tension on the implant - pain - loosening. Unfortunately, it did not strengthen again after removal of the crown.